Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. A temporary pacing lead was implanted. Two days later the implantable pulse generator (ipg) system and the pacing lead were explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.